Event description:
It was reported that during use cardiosave hybrid intra aortic balloon pump (iabp) exhibit low vacuum alarm. There was a patient involvement. No harm is reported.

Manufacturer narrative:
Updated fields:b4,b5,b6,b7,d9,d10,g3,g6,h2,h3,h6(health effect impact codes). Corrected fields: e3. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported low vacuum and auto fill failure, unable to duplicate. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that prior to use, cardiosave intra-aortic balloon pump (iabp) had error code: low vacuum. There was no patient involvement.